Event description:
The customer reported, the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and placed the generator cpu on order. No conclusion can be drawn as repair information is not available.